Event description:
An hour after treatment with juvederm ultra in the lips, the pt developed very severe swelling in the upper lip and cheek. Oral benadryl was given as treatment. Follow-up info rec'd from the physician noted that the pt was seen in the ER and given oral prednisone and oral tagamet. The treatment was effective and the pt's symptoms have resolved.